Event description:
It was reported the patient presented for a post operative check. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds and high pacing impedance. The right ventricular lead was repositioned. The patient was in stable condition.